Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6 and 3.2 were hard to open and close. A field service engineer (fse) determined that drawer 6 was functioning properly, as it opened and closed multiple times without issue. For drawer 3.2, the rails were found to be defective, requiring a new half-height drawer. The fse replaced the half-height drawer in position 3 due to damaged rails on drawer 3.1, where the bearing cage with small balls was falling off. Following this, the controller board on the new drawer was replaced, and the drawer was configured. The fse then ran the final test on hardware test application, which passed successfully. The user subsequently completed inventory without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 6 and 3.2 were hard to open and close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.